Event description:
Post MRI with general anesthesia, pt had reddened circular second degree burn, dime size with reddened erythematosus border approximately 3.5 cm diameter surrounding on the inner aspect of left forearm. A small reddened area over the panty line at the waist was also noted. This area cleared within several hrs. Several hrs later, pt had dark reddened area on left flank, approximately 1.5 - 2 cm in length and 1.5 cm wide. Area not blistered or raised. During MRI, pt had a hosp gown, jogging shorts and panties on. Was also covered with a sheet. On 5/6/99, the area on the left flank was clearing.